Event description:
Reporter indicated that the site's battery from the hp jordana handheld is no longer holding charge. The handheld computer was returned for product analysis. Analysis of the returned product is pending.